Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they were having leakage. The patient stated that they have tried adjusting the therapy but they did not feel stimulation and they were up to 5.5. The patient stated that they called the doctor's office but noted they were not able to get through to them. Troubleshooting was unable to be performed on the call as the patient declined because they wanted in person troubleshooting. Patient services emailed the field and suggested that the hcp office call the national answering service (nas.) Additional information was received from the patient. They reported that they had contacted the doctor who was managing their device regarding their leaking and not feeling stimulation. The appointment date was 'to be determined.' The cause of them not feeling stimulation was not determined, and it was unknown what most likely caused or contributed to the issue. When asked what steps were or would be taken to try to resolve the issue, they responded they would be undergoing a second implant procedure. The issue was not yet resolved.